Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned control board. A fuse on the back of the control board sparked and burned. The issue was initially found when the machine produced a burning smell after it was powered on. The biomed examined the machine and found that cleaner used by the staff had seeped into the electrical panel of the back of the machine, causing the burn damage. There was no harm to any patients or individuals because of this malfunction. The control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned control board. The biomed replaced the control board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The control board is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿

Event description:
A biomedical technician (biomed) at a user facility reported that a dry acid mixer had a burned control board. A fuse on the back of the control board sparked and burned. The issue was initially found when the machine produced a burning smell after it was powered on. The biomed examined the machine and found that cleaner used by the staff had seeped into the electrical panel of the back of the machine, causing the burn damage. There was no harm to any patients or individuals because of this malfunction. The control board was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned control board. The biomed replaced the control board, which resolved the issue. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The control board is not available to be returned to the manufacturer for physical evaluation.